Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported via an article that the patient presented with chest pain and anterior st-segment elevation. Angiography demonstrated occlusion of the mid lad immediately distal to the origin of a large first diagonal branch. Several guide wires failed to cross the lesion. A whisper was also used as a support guide wire with another company's catheter and successfully crossed the mid lad cto in retrograde fashion. No balloon was long enough to retrogradely reach the lesion. An attempt was made to advance a guide wire via the left femoral approach, but encountered a cto of the left common iliac artery, allowing engagement of the left main artery with a 3.5 xb guide catheter. Although the retrograde guide wire served as a marker of the true lad lumen, we were unable to antegradely cross the lesion in spite of using multiple guide wires. The tip of the whisper was pulled into the guiding catheter, but fractured due to increasing resistance. Another company's catheter was used to remove the separated piece of guide wire from inside the guiding catheter with no intervention required. The procedure was successfully completed with the deployment of another company's stent. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - it appears the whisper fractured and separated. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. A guide wire being over pulled/over torqued would require the tip to be trapped in the anatomy or another device in order to create the required forces to damage the guide wire. The whisper crossed a lesion in the lad retrograde that was reported to be a chronic total occlusion. Possibly the guide wire became trapped in the lesion. The guide wire could have broken when force was applied. It appears the cause is related to case circumstances. See scanned pages.